Manufacturer narrative:
During a follow - up with the user facility - the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the balloon and auxiliary channel. The customer does not use detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios clean excel d detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses biosse and ecouvillons brushes. The scope is not manually disinfected. For automated endoscope reprocessor (aer) treatment, a soluscope 4 machine is used with soluscope cln detergent and soluscope paa (disinfectant). The scope is stored in an simple cabinet without drying function. Olympus is the maintenance company used by the customer. It was not specified if the scope is sterilized. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of bf-uc180f describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. During the device evaluation, it was uncovered that switch 1 did not work due to wear. Additionally, it was observed that switch 4 was deformed. It was also observed that there was damage on the guide pin of the electrical connector and as a result, there was a loss of water tightness. Lastly, it was observed that the distal end and the connecting tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasonic bronchofibervideoscope tested positive for an unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 124 colony forming units (cfus) of unspecified revivable microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.